Event description:
It was reported that after the fiber was unboxed for a surgical procedure, it was noticed that it was packaged differently. The physician proceeded to use the fiber. During use the fiber was reported to have combusted and burned the physician. Boston scientific has been unable to obtain additional information regarding treatment for the burn as well as procedure and patient outcome to date, despite good faith efforts.

Event description:
It was reported that after the fiber was unboxed for a surgical procedure, it was noticed that it was packaged differently. The physician proceeded to use the fiber. During use, the fiber snapped outside the ureteroscope resulting in a tear in the glove of the physician. The fiber fired into the left hand of the physician, resulting in a burn to the skin of left palm (thenar eminence). The procedure was completed with a new fiber without patient complications. The physician palm burn was managed with dressing and pain killers.

Manufacturer narrative:
B1. Adverse event/product problem corrected b3. Date of event corrected b5. Describe event or problem updated d1. Brand name updated d4. Model number, lot number, catalog number, expiration date and unique identifier (UDI) # updated e3. Occupation corrected g4. Premarket / 510(k) updated h6. Impact codes updated h10 updates. Based on review of the additional information, it was identified that there was only one complaint regarding physician palm burn from nambour hospital which confirms that emdr report number 2124215-2022-47765 is a duplicate of emdr report number 2124215-2022-48110. Therefore, further analysis results will be provided in supplemental emdr report number 2124215-2022-48110..

Event description:
It was reported that after the fiber was unboxed for a surgical procedure, it was noticed that it was packaged differently. The physician proceeded to use the fiber. During use, the fiber snapped outside the ureteroscope resulting in a tear in the glove of the physician. The fiber fired into the left hand of the physician, resulting in a burn to the skin of left palm (thenar eminence). The procedure was completed with a new fiber without patient complications. The physician palm burn was managed with dressing and pain killers.

Manufacturer narrative:
The product was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the photo provided by the customer, the fiber was observed to be packaged correctly according to packaging instruction document. Therefore, the reported event of fiber break and packaged differently could not be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed. The IFU mentions "burns" as potential complications of the procedure. The IFU states: handle the fiber with care as damage may occur if struck or bent sharply. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Improper use of the device or use of a damaged device may result in severe eye or tissue damage, fire in the treatment room or accidental laser exposure to the treatment room personnel or patient. Residue of blood and tissue and/or damage can lead to overheating of the lighttrail tractip single-use holmium laser fiber. This bears a significant risk for the patient and the attending physician. In this case make sure the laser system is in standby mode and then carefully remove the lighttrail tractip single-use holmium laser fiber from the scope. Based on the information available, an investigation conclusion code of cause not established was assigned to this investigation.